Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: spinal cord injury procedure performed: anterior 4 cervical subtotal vertebral body subtotal resection, cervical 3-4, 4-5 discectomy, spinal canal and spinal nerve decompression, bone graft fusion and internal fixation post op, steel plate migrated. The patient developed new neurological symptoms, and the patient's lower limb decreased sensation. As a result of this revision surgery was performed. In revision surgery they removed the original steel plate, re-expanded the decompression range, and replaced with a longer steel plate.